Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, medical records were provided for review. Medical record review states that patient underwent port placement procedure and an ultrasound duplex venous upper extremity study was performed which showed subclavian deep vein thrombosis. Six months later, an initial fluoroscopic image demonstrates a right internal jugular chest port with catheter tip retracted and curried in profile with right subclavian vein. The port was then removed successfully. Therefore, it can be confirmed that the patient experienced thrombosis, swelling and pain. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately three weeks later post port placement for central venous access, the port catheter allegedly developed material twist and migrated. It was further reported that patient allegedly developed with right chest wall pain and swelling. Reportedly, the patient was diagnosed with deep vein thrombosis and the port was removed. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately three weeks later post port placement for central venous access, the patient allegedly developed with right chest wall pain and swelling. It was further reported that patient was diagnosed with deep vein thrombosis. Reportedly, the port was removed. However, the current status of the patient was unknown.